Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up on (B)(6) 2018. Upon review, it was noticed that the atrial lead seemed to be sensing and capturing in the ventricle while the right ventricular lead appeared to be sensing and capturing in the atrium. It was confirmed that the leads were inserted in the incorrect ports. The device was reprogrammed to ensure ventricular support. On (B)(6) 2021 the patient presented for a revision and the leads were reconnected into the correct ports. The patient was stable.